Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. However, during a commanded 10 joule shock, the shock impedance measurement was much higher than expected, at 199 ohms. The physician planned to perform x-rays to evaluate system placement and defibrillation threshold (dft) testing at a later date. Technical services discussed that 200 ohms is considered out-of-range and would trigger a high impedance (hi) alert during a delivered shock. It was also discussed that during the weekly shock impedance test using low voltage measurements, the hi alert would be triggered with a value of 400 ohms. The local field representative had already discussed with the physician that the shock impedance value was not acceptable and that further invasive actions to reposition the system might be necessary. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that x-rays were performed and showed the electrode was not on the fascia, with more tissue under the electrode than was optimal. The patient was hospitalized for an induction to test the system. However, before the induction could be performed, an infection was diagnosed and the s-ICD and electrode were explanted. No additional adverse patient effects were reported. The explanted products were not returned for analysis.